Manufacturer narrative:
It was reported, "the back of the chair broke, and it snapped the bolts. Her back is bothering her a bit." Phone call placed to (B)(6), mother to the end user of (B)(6)-year-old, disabled women who lives with her parents. Reporter states, end user was taking a shower using medline bath bench with the assistance of her nurses aid when the back of the shower bench broke. Reporter states, "the back snapped at the bottom back where the bolts connect." Reporter states, end user fell to the shower floor. Reporter states, "her daughter takes pain medication for pre-existing back and neck problems already and reports no noticeable change since the incident to her back." Reporter states since the incident, "there has been a change to her neck complaints of pain." Reporter states, "end user's physician was contacted but was unable to get an earlier appointment other than the current already scheduled yearly check-up." At this appointment reporter states, the physician order a cat scan of the head and neck (date unknown, reporter to send additional information). Reporter states, she, her husband and the nurses aid have been applying ice to the end user back and neck for needed relief which is not uncommon prior to the incident but state they are just doing it more frequently to the neck area. The sample has been returned for evaluation. Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted. Investigation conclusion / root cause: 07/09/2021 08:42:59 cst (brallo) "we received 1 ea bath bench with the item number of mds89745rah. The lot number on the product that was received was 88520020004. The customer is stating that the "back of the chair snapped at the bolts." Inspected the sample and discovered tips are slightly worn down with minimal signs of rusting. The leg extensions attached and detached without any issues. During the assembly process all five screws, and threads that attach the seat were not stripped. However, the screws, and threaded inserts on most of the bench showed signs of rusting. Inserted the armrest and they also attached a detach without any issues. Based on the overall condition of the bath bench it is undetermined what type of maintenance has been performed. Upon further investigation of the sample it was discovered that the backrest frame tubing appears to have fractured. At this time a potential root cause of this issue is unidentified. However, it is possible that this issue occurred because the full body weight of the patient was applied to the backrest."

Event description:
It was reported, "the back of the chair broke, and it snapped the bolts. Her back is bothering her a bit."